Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and deflation.

Event description:
Healthcare professional reported right side deflation, "exchange from textured," and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed one opening on posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: yellow particles observed on the surface of the shell. Creases were observed. Wear abrasion observed on the surface of the shell. Broken on plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation, "exchange from textured," and capsular contracture, baker grade iii. Device has been explanted.